Event description:
It was reported by service report that the fowler cylinder is drifting and unable to support pt weight. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Fowler.